Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 814:05 occur. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 814:05 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). Device evaluation/correction: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed. The assignable cause was a defective phm (pumphead module). The phm has been replaced. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module master software version is 5.08.92, categorized as remediated.